Event description:
Ous MDR - it was reported that approximately 1 month after the implantation, the patient was hospitalized for a revision surgery. The threshold values were increased. There was a suspicion of a cardiac perforation. The reposition of the lead was successfully performed. The lead remains implanted and active.

Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the quality documents associated with the manufacture of this particular device as well as on the data you provided. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The available trend curves showed a gradual increase of the pacing threshold from 0.5 mv on the (B)(6) 2017 to approx. 2 mv in (B)(6) 2017 with a subsequent decrease to approx. 1 mv. Furthermore two x-ray images were provided which were also carefully inspected. The first image was taken on the (B)(6) 2017 shortly after the implantation procedure. The lead under complaint and a second pacemaker lead were visible. Both leads had little slack. On the second x-ray image taken on the (B)(6) 2017 the protego lead showed more slack. The ICD seem to have moved lower inside the pocket as reported in the complaint text. However there was no apparent tension on the lead. Based on the available projection the assumed perforation of the heart wall could not be determined. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. Should additional information or the device itself become available for analysis, the investigation will be updated.